Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that the patient experienced a skin reaction on (B)(6) 2017. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was located in the abdomen area, about 2 inches from the sensor pod. The reaction was described as slight redness and itchiness. Patient used colloidal tough pads to treat the affected area. Additionally, patient provided further information on (B)(6) 2017. Patient stated they have used dexcom for the last 5 years but does not wear the (continuous glucose monitoring) cgm system consistently. Patient indicated that he experiences skin irritations and has notified dexcom during these times. Patient described his irritation as redness and itchiness that occasionally include a blister under the adhesive, located about 1-2 inches from the insertion site. At the time of further contact, patient stated he does not consistently have irritations with the sensor, but was still experiencing itchiness from the sensor inserted on (B)(6) 2017. On (B)(6) 2017, patient saw his endocrinologist regarding the reaction. The patient's endocrinologist stated he had not heard of any kind of skin reaction relating to dexcom sensors and advised the patient to contact dexcom. The patient relayed that he learned the sensor adhesive was made with acrylic and had spoken to dexcom but was not provided medical instruction. Patient's endocrinologist did not give any diagnosis or treatment. No additional event or patient information was provided.